Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, left side "textured recalled device. Also capsular contracture, [baker] grade iii". Healthcare professional, later reported, "left breast had a grade 4, capsular contracture". Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10may2024.

Event description:
Healthcare professional reported left side "textured recalled device also capsular contracture [baker] grade iii." Healthcare professional later reported "left breast had a grade 4 capsular contracture." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture [baker] grade iii.

Event description:
Healthcare professional reported left side "textured recalled device also capsular contracture [baker] grade iii." Device remains implanted.

Event description:
Device was explanted and replaced.